Event description:
After removing product from package, nurse tightened ultrasite valve on y-site, accessed port, and started infusion of adriamycin. Came back 10 minutes later and chemo was leaking at ultrasite/y-site conection- tried to tighten valve but unable to do so because threads were stripped. Approx 10-20cc of drug were lost. No pt injury, but pt's clothes were ruined. Additional info received from facility: facility indicated that a pt injury had occurred related to this incident. Adriamycin leaked on the pt's clothes and skin. The chemo was cleaned up per the facility's protocol and the pt was fine at this time. The pt returned the next day for treatment and at this time they were still fine. Four days later the pt presented with a skin rash in the area of the adriamycin contact. The physician ordered cortisone cream for the rash which cleared up in approx 10 days and the pt is fine now.